Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized in (B)(6) 2015. Customer's blood glucose was unknown. Customer had a stomach virus and vomiting. Blood test also revealed that customer had diabetic ketoacidosis. Customer was hospitalized overnight and was treated with insulin and fluids. Customer was wearing insulin pump at the time of hospitalization.